Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his lead is plugged into the left ventricular port and the lead has high and variable thresholds. The lead remains in use. No patient complications have been reported as a result of this event.